Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results, generated by the access 2 immunoassay system for two patients. Customer tested a sample for accutni and obtained a result of 1.89ng/ml and repeated as 0.03ng/ml. Upon repeat on a different instrument, it gave a result of 0.02ng/ml. A sample obtained from another patient gave a result of 4.74ng/ml and repeated as 0.01ng/ml. When tested on a different instrument also it gave a result of 0.01ng/ml. Another sample from this patient was tested for accutni and gave a result of 0.82ng/ml and a repeat result of 0.01ng/ml. No patient injury requiring medical intervention or change to patient treatment is attributed or connected with this event.

Manufacturer narrative:
Samples were collected in bd lithium heparin plasma tubes with gel and were centrifuged for 10 minutes at room temperature. Qc was in range prior to and following the event. A system check completed in 2008 at 7:49 am met specifications. On the same day at 9:37 am, a precision run of normal patient plasma showed an elevated replicate at 0.06ng/ml, while the remaining nine replicates results were between 0.02 and 0.03ng/ml. A field service engineer (fse) was onsite following the event the same day: the fse replaced aspirate probes, trimmed peri-pump tubing and verified pipettor alignments. The fse reported system check results within range. The fse performed diagnostic testing and verified the unit as operating to specification following repair. In a follow-up with the customer twelve days later, they indicated that all samples from the day of the event were repeated an no issues were noted with any other samples and customer confirmed that accutni performance remains acceptable at this time. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.